Event description:
Ep lab reviewed, when the catheter was connected to the cable, the image displayed was poor. Trouble shooting was unsuccessful. The catheter was removed. No injury to the patient. Please report.